Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information, but it could not be obtained. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received that the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was explanted and replaced. The issue was resolved.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that following multiple falls, the patient's ipg became loose in the pocket, causing discomfort. In turn, the patient may undergo surgical intervention to address the issue.